Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap bilateral salpingo oophorectomy. According to the reporter: the needle tip broke during repairing of omentum to bowels. The needle disengaged into the cavity and was not retreived.